Event description:
During cystoscopy and right ureteral stone manipulation, a segura hemisphere stone retrieval basket malfunctioned. A second device was obtained and measured against the malfunctioned device. It was determined that a two cm piece of the sheath was unaccounted for. The missing piece was not visualized under fluoroscopy, the piece is radiotranslucent. The md spoke to the patient and family.